Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device communicated properly with the guardian link 3 and the test plug. No pump/sensor communication anomaly or calibration anomaly noted. Device was programmed with test boluses. All boluses delivered properly. No bolus anomaly noted. Device was monitored for 1 day. No basal anomaly noted. Device had scratched case, cracked case at the battery tube side, faded serial number label, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl or 450 mg/dl. The customer also mentioned other blood glucose values such as 270 mg/dl, 290 mg/dl. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that the insulin pump was not on auto mode. Insulin pump had insulin flow blocked alarm and passed displacement test. The insulin pump will be returned for analysis.